Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead that was attempted to be implanted in the his bundle was not demonstrating acceptable waveforms or satisfactory parameters despite multiple positions being attempted. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that the unsatisfactory parameter was high and rising lead thresholds.